Manufacturer narrative:
The pump was received with normal operating currents and no unexpected battery out limit alarm was noted during testing. The pump was received with intermittent button response due to moisture on the keypad traces. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator or battery tube assembly noted during visual inspection. No unlocked connector was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of damage to the customer's insulin pump. The mother states the pump was worn in the shower and the buttons have become unresponsive. The customer's blood glucose level at the time of incident was 414mg/dl. The customer treated the high with manual injection. The customer was not able to conduct self-test. The customer was advised the pump would have to be replaced and returned for analysis.